Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery has been observed to be depleting quickly for the past 2 weeks. Review of the pump data showed the battery dropped from 25% to 5% within 5 hours. Customer reported blood glucose (bg) level was in the 400 (mg/dl) range. Manual injections were used to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received